Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause could not be identified. The legal manufacturer determined the likely cause of the event was failure of the power supply unit due to excessive force applied to the power cord.

Manufacturer narrative:
This is a company owned test unit. The suspect device was returned to olympus and evaluated for the reported problem of "no power." The evaluation identified a faulty power supply as the cause of the reported problem. Once the power supply was replaced, the reported problem was resolved. The unit was tested and verified within specifications following the service.

Event description:
Olympus was informed of a problem with a cv-190 device, described as "no power." No further information was provided.